Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 30 mg/dl with associated with an insulin on board (iob) issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the iob duration was not set as expected. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the black box began on (B)(6) 2016. Due to continuous use of the pump, the black box data and insulin on board (iob) duration settings for the event date have been overwritten. The pump was returned with the iob duration set to 4.0 hrs. For testing purposes, the iob was set to 1.5 hr duration. A 10u bolus was performed and immediately after the pump correctly displayed the 10u iob in the status screen. After the 1.5 hrs, the iob status was 0.00u and this was accurately reflected in the iob status. The iob was found to functioning properly. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.